Event description:
Report received on a underdelivery of hydration fluids. The patient using this pump had a diagnosis of acute myelogenous leukemia (aml) and is status post bone marrow transplant. The patient was receiving hydration fluids 2000ml over 14 hours. The patient's parent reported that they had difficulty starting a new bag of solution because they could not access the new container option and they had to reporogram the pump. The parent stated that at 3:00am the pump alarmed, with an unspecified alarm. They checked the pump and performed an unspecified troubleshooting procedure, and then went back to sleep. In the morning the pump had 20 minutes left for infusion but according to a visual check the parent stated that approximately half of the solution was remaining in the bag. The customer does not know if the patient places the solution bag on a night stand or if they hang the bag. No adverse patient events occurred, the IV access line remained patent. Though requested, no further information was available.